Manufacturer narrative:
Unique device identifier (UDI) : (B)(4). The microsensor was not returned for evaluation (per customer, device discarded) therefore, an evaluation of the device could not be performed and the cause(s) of the difficulty reported by the customer could not be determined. However, lot number information has been provided; therefore, manufacturing records were reviewed and found no anomalies. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. The possible root cause for this issue reported by the customer could be due to improper use or excessive force on product; physical strength of materials unfit for intended use. At present, we consider this complaint to be closed.

Event description:
A facility reported that during implantation the microsensor (neuromonitor basic kit) suddenly broke after it was placed in the ventricle. All broken parts were recovered, and the procedure was completed with a replacement product available. There was no surgical delay and no adverse patient consequences.